Manufacturer narrative:
The insulin pump received with a critical pump error and a pump error found in the formatted history file due to force sensor zero offset out of spec. The force sensor was measured. Analysis was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a critical pump error alarm. Blood glucose at the time of the incident was 323 mg/dl which they treated with manual injection. Troubleshooting was performed. No event leading to the alarm. No other alarms prior to the critical pump error alarm were received. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.